Event description:
An IV infusion was started on a pump with one channel attached to it. Pump infused for approximately 15 seconds before an error message stating "channel error" appeared on the screen. Channel was removed and replaced with a new channel. Same thing happened with the second channel. The pump brain was replaced and the second channel was placed on the new pump. Same error occurred. A third channel was placed on the new pump with no issues. Both defective channels red-tagged #0018 and #0020 and placed in dirty utility.